Event description:
On (B)(6) 2012 the patient said she had to hit the up arrow button multiple times to activate desired pump functions. All other buttons are responding appropriately. The rubber keypad is reportedly intact. The patient does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported based on an alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and required several hard presses to elicit a response. The keys did not have normal spring back or click. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed that the paint on the pump was discolored and faded and the display lens was heavily scratched, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.